Event description:
Customer reported that the tip broke off when the ae5 was handed over to the doctor. He didn't use that one and used another one without any problems. No pieces fell into the patient. Lot # was requested but not provided. Patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for an investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.